Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged, quiet speaker. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "damaged (quiet) speaker" which was reproduced during evaluation. The cause was determined to be a damaged speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.